Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported er320 clips would not form. A second device was introduced to complete the procedure. There was no consequence to the pt. On 10/03/96 dr called back and confirmed the info as reported by the rep. He added the instrument seemed to work ok, but then the next clip fired was loose on the structure. He also reported problems with spitting with this instrument. The spit clips were retrieved. Another instrument was opened to complete the case.

Manufacturer narrative:
H6; code 400: yielded jaws. Results of eval: conclusion-based upon the inquiry info rec'd and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Comments-if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve products.